Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge/battery lasts less than expected due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was monitored for two days with no heat anomalies noted. Device heating up not confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was going through batteries and it was hot to touch. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.